Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed due to loosened camera unit. Additionally, other evaluation findings include the following: there was corrosion on coupler mount, due to deterioration of cable unit, water tightness was lost, due to poor water-tightness of coupler mount, water tightness was lost, and there was a cut on cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide additional information based on legal manufacturer's final investigation results.

Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had no image. There were no reports of patient harm.